Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation was performed and revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was performed. The patient was stable throughout.